Event description:
It was reported initially that 2-3 days after pump implant, the pt was taken to the emergency room and the pump was removed. The hcp subsequently reported that the pt developed a significant fever following pump implant. The pt was hospitalized and given intravenous antibiotics. Cultures during that hospitalization grew out staph hominis. The pt was discharged on oral antibiotics. Following discharge the pt developed a fever and chills and the pt returned to the hosp. The pump site had purulent discharge. Infectious disease was consulted for mgmt. The pt was placed on intravenous antibiotics for an extensive period of time. The pt continued to have serosanguinous drainage from the abdominal wall pump site, as well as high fevers. Wound cultures grew methicillin-resistant staphylococcus aureus. The surgeon in 2007. The pt was continued on intravenous antibiotics then switched to oral antibiotics for another fourteen days. The pt was subsequently discharged eight days later, to the care of his mother.

Manufacturer narrative:
.